Event description:
Additional information. The health care professional stated the patient had trouble recharging the system, and there was a coupling issue while recharging. The hcp felt the stimulator might be too deep, but no further details were provided. There were no abnormal impedances, and the stimulator had gone into an overdischarged state twice. A stimulator replacement was pending.

Event description:
The last successful recharge session was in (B)(6) 2011. Antenna locate was performed resulting in a power on reset (por) condition being displayed on the recharger which then lead to the normal recharging screen. The patient was then able to obtain 4-8 coupling boxes while recharging.

Event description:
It was reported that the patient was unable to charge his device due to health issues (broken hip). The patient's last charging session was 2-6 months ago. Therefore, the patient's implantable neurostimulator was in a state of overdischarge. The last time stimulation was felt was unknown by the patient and the patient could not confirm if they were receiving therapy or not. Additional information indicated that the patient had their patient programmer batteries replaced. It was confirmed with a second programmer that the patient was receiving poor communication with the neurostimulator. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37751 lot# unk lead model 3389s-40 lot# v344574 implanted: (B)(6) 2009 explanted: na, lead model 3389s-40 lot# v344574 implanted: (B)(6) 2009 explanted: na, extension model 37085-60 (B)(4) implanted: (B)(6)-2009 explanted: na, extension model 37085-60 (B)(4) implanted: (B)(6)-2009 explanted: na, programmer model 37642 (B)(4).